Manufacturer narrative:
(B)(4). Product was received for evaluation under complaint # (B)(4). During this investigation in addition a leakage on sensor on blood inlet connector was found. Maquet cardiopulmonary (B)(4) is aware of a similar complaint showing a similar malfunction. The investigation result of this similar complaint is as follows: during laboratory investigation a leakage on sensor on blood inlet connector was found. For further investigation a device history record has been reviewed. The product passed every production step and was not marked as scrap. During the review of the DHR no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
During investigation of complaint # (B)(4), an additional malfunction (leakage at sensor on blood inlet connector) was found. (B)(4).